Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of one event for fractured filter. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are trapease filters but the catalog and lot numbers are not available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; report that among 128 patients with imaging that contained the filter, there were 17 cases of filter fracture.

Manufacturer narrative:
As noted in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; report that among 128 patients with imaging that contained the filter, there were 15 cases of filter fracture. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.